Manufacturer narrative:
Philips has investigated this complaint. It was reported that the geometry is partly available. Review of the system log file showed geo-pc malfunction. The philips field service engineer (fse) inspected the system onsite and confirmed that the geo pc no longer worked. Fse replaced the geo pc. After replacing the geo pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system geometry was partly available. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and replaced the geo-pc. The device was returned to expected functionality.